Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a waveone gold file broke on first use. The broken piece was not retrieved and was incorporated into the filling.